Manufacturer narrative:
A tosoh bioscience field service engineer went to the customer site and determined that the alarm notification for the low pretreatment reagent level was being ignored by the technologist and testing was allowed to continue without necessary reagent. The fse reset alignment of hybrid arm nozzle into the small reagent bottle on the aia-2000 analyzer and reset the position of the bottle bottom slightly higher than before to alarm quicker so it would not draw air during suction. Following the fse provided training to the technologist. On subsequent follow-up with the customer after the on-site visit, the customer reported that the instrument was operating as expected. The most probable cause of the reported event is related to a low reagent level which was ignored by the technologist. The other aia-2000 analyzer in use during this event was reported under uf/importer report #: 3005529799-2015-00011. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer notified tosoh bioscience of an issue with vitamin b12 patient results on two (2) tosoh bioscience aia-2000 analyzers. Initial vitamin b12 patient results were reported and several were questioned by a physician. Specimens from the initial run were repeated and results on the repeat run were all higher than the initial run. The customer reported that the pretreatment bottles for the assay were running out of reagent but the analyzer did not detect the pretreatment reagent level was low; and thus, kept testing the specimens. The customer further reported that they use two sets of vitamin b12 pretreatment a day on both analyzers, so the length of time the pretreatment is in use on the analyzer varies. On (B)(6) 2015 the vitamin b12 pretreatment set on each analyzer was made up at 7:00 pm the prior day. The samples were run within 22 to 24 hours and the bottles were running under 2mls to the best of their knowledge. The customer indicated use of 3-4 substrates a night and 2-3 diluents a day.